Event description:
It was reported that during a thyroidectomy procedure, the clips would not advance from the beginning of the use. No clip released. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Damaged antiback-up. Evaluation summary. The analysis results found that during functional testing the clips could not fed into the jaws. Upon disassembly of the instrument, the antiback up lever was of to be loose and out of position inside the handles. No conclusion could be reached based on the analysis results as to what may have caused the found condition. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.